Event description:
Customer's mother reported having bent cannulas and blood glucose levels above 600 mg/dl. Customer's mother stated that the high blood glucose levels were being controlled with manual injections. Blood glucose level was 182 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.